Event description:
On (B)(6) 2010, the patient was implanted with an scs system. After approximately 6 months, the patient began receiving the ipg battery low message. The date it was first displayed is unknown. On (B)(6) 2010, the doctor explanted the ipg and replaced it with an eon.

Manufacturer narrative:
Evaluation method: an expected battery life was calculated based on the provided patient parameters and worst case operation. The device history and sterilization records were also reviewed. Results: the expected battery life of the patient's ipg based on the settings and worst case operation is 9 months. The device history and sterilization records were reviewed and were found to meet specifications, and no anomalies were found. Conclusion: the depletion of the ipg battery is premature. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.